Event description:
Add'l info rec'd from MFR 4/15/02: after an investigation, it was concluded that the conditions reported occurred due to a misalignment of the parts during assembly in the mfg operation and unfortunately went undetected by the inspection system. U-100 insulin syringe.

Event description:
Registered nurse removed stack supply of b-d 28g 1/2 syringes from the box. Needle stick occurred on inspection of the package the cap was missing needle bent at a 45 degree angle and the pacakge was not sealed.